Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer had failed and not detected on bus as well as fridge door is also failed repeatedly. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the drawer had failed and was not detected on the bus. The field service engineer (fse) had identified that drawer 2.1 row c and 4.1 row b were not detected on the bus. The fse reseated all cables and wires, cleaned the internal components, and examined the retractor band and bus cable. The fse swapped row trays, rebooted the system, and verified operation using the hardware test application. The fse then launched the application, allowed access to the system without issues, and tested functionality. The fse confirmed that all drawers and pockets were working properly after successful testing, and the customer verified normal operation. The system functioned as intended after field service engineer repaired the device.